Event description:
Patient was revised to address loosening of the tibial and femoral components at the cement/bone interface. Osteolysis noted intraoperatively.

Manufacturer narrative:
Qc investigation using retained samples confirm that these batches meet the requirements of the release specification. Testing also indicated that the products were mechanically as expected. The investigations conducted do not indicate that the cement was out of specification and therefore no root cause can be assigned. As loosening is a known potential adverse effect no corrective action will be taken. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.